Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient experienced an infection and had pain when voiding. The patient indicator for use was for urgency frequency and non-obstructive urinary retention. No surgical intervention planed. No further complications were reported/anticipated.